Manufacturer narrative:
Other relevant device(s) are: sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device for an unknown endovascular treatment on an unknown date. It was reported that the patient had hematuria with clogging of the urine catheter with blood clots. The event has been assessed by the investigator as possibly related to the index procedure and not related to the device. The patient was treated with medication and was hospitalized as a result of the event and discharged with a transurethral catheter approximately one week later. The event is unresolved and the patient is continuing with treatment. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information was received for this case: it was reported that the patient is reported to have developed an unknown endoleak. Relationship between the reported event and the medtronic device has been reported as unknown by the investigator; however the investigator reported that the event was likely related to the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the endoanchors were used in the treatment of a type ia endoleak originally in a 67.1mm diameter aneurysm. A non mdt aortic cuff was also used during the index endoanchor procedure. Chimney grafts were also implanted in the left and right renal arteries. The endoleak developed on (B)(6) 2018 was confirmed by angiography to be a type ia between the cuff and the bifurcate. The event was assessed by the sponsor to be possibly related to the index procedure and unlikely to be related to the endoanchors. It was reported to be continuing without treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that the patient had intervention to treat the endoleak that was now considered a type iii junctional endoleak, instead of the previously reported type ia endoleak. After the intervention, it was reported that the patient had a type ii endoleak, which was assessed to be procedure related. If information is provided in the future, a supplemental report will be issued.